Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
5/03/2021:resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A distributor contacted zoll to report that a patient developed a rash under her breasts. The irritation was described as blisters. The patient removed the lifevest due to the irritation. The patient consulter her physician who recommended to adjust the way the lifevest is worn. Follow-up indicated that the patient was continuing to wear the lifevest. The medical condition of the irritation is unknown.